Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the mini drawer 2, sub-drawer 6 had failed. A field service engineer assisted the customer through the recovery process, and the sub-drawer was restored to normal operation. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2.6 got stuck and was making a clicking sound. The customer stated that this malfunction caused a delay in dispensing the medications to the patients, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.